Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cyclical pain in the lower abdomen') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2021, the patient experienced tendonitis ("repeated tendonitis"), dry skin ("dry skin"), dry mouth ("dry mouth") and arthralgia ("for several months now, acute joint pains"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhaging"), alopecia ("hair loss"), fatigue ("extreme fatigue"), insomnia ("sleepless nights") and migraine ("migraines"). The patient was treated with antiinflammatory agents, corticosteroids, surgery (essure removal scheduled for (B)(6)2022) and physiotherapy sessions, osteopathy. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, alopecia and migraine outcome was unknown and the fatigue, insomnia, tendonitis, dry skin, dry mouth and arthralgia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, dry mouth, dry skin, fatigue, heavy menstrual bleeding, insomnia, migraine and tendonitis to be related to essure. The reporter commented: in the first few months, haemorrhaging, cyclical pain in the lower abdomen, hair loss, fatigue, and migraines. And for several months now, acute joint pains, extreme fatigue, repeated tendonitis, dry skin and mouth. I have been very regularly treated for months, years, for these ailments (anti-inflammatories, corticoids, physiotherapy sessions, osteopathy) and nobody has ever told me about this problem with the essures. Have to get an explanation on ((B)(6) 2022) because I am at the end of my tether. Acute pain, fatigue, and sleepless nights punctuate my daily life based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cyclical pain in the lower abdomen') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2021, the patient experienced tendonitis ("repeated tendonitis"), dry skin ("dry skin"), dry mouth ("dry mouth") and arthralgia ("for several months now, acute joint pains"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhaging"), alopecia ("hair loss"), fatigue ("extreme fatigue"), insomnia ("sleepless nights") and migraine ("migraines"). The patient was treated with antiinflammatory agents, corticosteroids, surgery (essure removal scheduled for (B)(6) 2022) and physiotherapy sessions, osteopathy. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, alopecia and migraine outcome was unknown and the fatigue, insomnia, tendonitis, dry skin, dry mouth and arthralgia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, dry mouth, dry skin, fatigue, heavy menstrual bleeding, insomnia, migraine and tendonitis to be related to essure. The reporter commented: in the first few months, haemorrhaging, cyclical pain in the lower abdomen, hair loss, fatigue, and migraines. And for several months now, acute joint pains, extreme fatigue, repeated tendonitis, dry skin and mouth. I have been very regularly treated for months, years, for these ailments (anti-inflammatories, corticoids, physiotherapy sessions, osteopathy) and nobody has ever told me about this problem with the essures. Have to get an explanation on (B)(6) 2022 because I am at the end of my tether. Acute pain, fatigue, and sleepless nights punctuate my daily life quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.